Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen display is dull. The customer states the display is dull and similar to a black and white television and the orange text looks white on the screen. The customer's blood glucose (bg) level was not impacted. Reportedly, the customer would continue with manual injections for insulin therapy.